Event description:
During the surgery (lateral discectomy of l4-5) a disposable trocar sleeve was used. When removed from wound, sleeve was found to be broken; several small pieces of plastic were broken off. CT done-two small opacities (several millimeters in size) noted lateral to right l4-5.